Event description:
After pipetting a plate on summit it was observed that no sample/low sample was delivered to well a7. No error was generated. No death or serious injury was associated with this incident.